Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy with the continuous glucose monitor (cgm). No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the problem and root cause could not be determined as the complaint "not very impressed lately....wrong readings" was made via social media and the reporter could not be reached for additional information.